Manufacturer narrative:
Occupation: na/other. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had calibration issue and wanted the unit to be tested to make sure it was functioning properly. There was patient burn on the face.